Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) dialed in remotely using the remote support service, identified that the failure had been resolved and no failed drawers anymore. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.1 had failed to open with failure code 'failed to open'. A station reboot and recover storage space had been performed, but the issue had persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.